Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. During testing, the keypad was observed to be fully intact. The keypad buttons were tested and were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 20.0 mmol/l with nausea and blurry vision associated with a response issue on the keypad. The reporter indicated self-treating for the blood glucose with insulin via the pump. The reporter indicated that the keypad up arrow button was intermittently responding to button presses and resulted in under delivery of insulin. The reporter confirmed that there was no noted damage to the keypad and no noted evidence of moisture ingress. This event is reported with the conclusion that the patient experienced hyperglycemia related to a keypad button response issue on the pump.